Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sarcoidosis and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2011, the patient experienced migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vision blurred ("vision problems / blurry vision"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient was found to have fibroma ("tumors/ fibroids tumors"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection "), abdominal pain lower ("lower right abdomen/ lower leftabdomen pain") and abscess ("abscess "). The patient was treated with surgery (ablation- (B)(6) 2011 and total hysterectomy (uterus and cervix removed)(B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, allergy to metals, cystitis, vaginal discharge, bladder disorder, urinary tract disorder, nausea, vision blurred, migraine, headache, fatigue, fibroma, abdominal pain lower and abscess outcome was unknown and the menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibroma, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: received treatment for pain, bladder/urinary problems, pelvic pain, abdominal pain, menorrhagia, vaginal bleeding, dysmenorrhea, fibroid tumor. Injuries/symptoms : yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sarcoidosis and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2011, the patient experienced migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vision blurred ("vision problems / blurry vision"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient was found to have fibroma ("tumors/ fibroids tumors"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection ") and abdominal pain lower ("lower right abdomen/ lower leftabdomen pain"). The patient was treated with surgery (ablation- (B)(6) 2011 and total hysterectomy (uterus and cervix removed) (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, allergy to metals, cystitis, vaginal discharge, bladder disorder, urinary tract disorder, nausea, vision blurred, migraine, headache, fatigue, fibroma and abdominal pain lower outcome was unknown and the menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibroma, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: received treatment for pain, bladder/urinary problems, pelvic pain, abdominal pain, menorrhagia, vaginal bleeding, dysmenorrhea, fibroid tumor. Injuries/symptoms : yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received: previously reported event- tumors was replaced with specific event fibroids tumors, newly added events- vaginal bleeding, lower abdominal pain, genital bleeding, onset date of previously reported events- bladder problems, urinary tract disorder, abdominal pain, pelvic pain female, nausea, vaginal discharge, vision problems, menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), migraine, headaches, fatigue, fibroma was added, reporter was added, lab data were updated, medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sarcoidosis and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2011, the patient experienced migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vision blurred ("vision problems / blurry vision"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient was found to have fibroma ("tumors/ fibroids tumors"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection "), abdominal pain lower ("lower right abdomen/ lower leftabdomen pain") and abscess ("abscess "). The patient was treated with surgery (ablation- (B)(6) 2011 and total hysterectomy (uterus and cervix removed)- (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, allergy to metals, cystitis, vaginal discharge, bladder disorder, urinary tract disorder, nausea, vision blurred, migraine, headache, fatigue, fibroma, abdominal pain lower and abscess outcome was unknown and the menorrhagia, vaginal haemorrhage and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibroma, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: received treatment for pain, bladder/urinary problems, pelvic pain, abdominal pain, menorrhagia, vaginal bleeding, dysmenorrhea, fibroid tumor. Injuries/symptoms : yes . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received- new event abscess were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), cystitis ("bladder infection "), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), visual impairment ("vision problems"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue") and was found to have neoplasm ("tumors"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, allergy to metals, cystitis, vaginal discharge, bladder disorder, urinary tract disorder, nausea, visual impairment, migraine, headache, fatigue and neoplasm outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, pelvic pain, urinary tract disorder, vaginal discharge and visual impairment to be related to essure. The reporter commented: received treatment for pain, bladder/urinary problems, other injuries/symptoms: yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. This case become incident. Lab data, removal date, reporter information added. Previously reported event injury to herself were updated to dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), nickel allergy, bladder infection, vaginal discharge, bladder problems, urinary problems, nausea, vision problems, migraine, headaches, fatigue, tumors. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.